Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the jaws of the cadiere forceps instrument were allegedly gripping too tight and were too sharp. As a result, the customer claimed that the instrument was cutting/tearing unspecified tissue, causing tissue damage. The severity of the complication is unknown. The procedure was completed robotically as planned. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Isi received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This event is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) procedure, the cadiere forceps instrument allegedly cut, tore, and damaged unspecified tissue. It is unknown if any medical intervention was required due to the complication.